Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 1 of 4. The technical service representative (tsr) advised the home patient (hp) to cycle the power on the hc, and a system error 2367 occurred on the hc. The tsr had the hp turn the hc off. The tsr explained both system errors to the hp. Patient extensions were in use and had been attached prior to prime. The hp said that they had open clamps on unused lines. The hp stated he would keep them closed from then on. The tsr advised the hp to start over with all new supplies on hc. The hp understood. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A homechoice hardware device experienced a system error 2240 alarm indicative of a potential malfunction of the disposable cassette. As the cassette was not returned, a device analysis cannot be completed. The labeling instructs the patient to connect any patient line extensions prior to priming the lines, and to ensure all clamps are closed on unused lines. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.